Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. However, device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the a21 error test, prime or a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery or occlusion alarm due to motor error alarm. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected back light anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor errors and buttons were harder to press. Customer stated insulin pump had scratches on screen and rejected new batteries. Customer stated insulin pump had unexplained no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.